Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9600+ system would intermittently track to max and present a white image. There was no report of pt injury.